Event description:
Hcp reported the patient complained of withdrawal symtpoms approximately 2001 that included progressive spasticity. Pt was started on oral baclofen which did not help. Pt was sent to the emergency room where no signs of infection were found. Taken to surgery where a catheter disconnect was found. The pump was removed due to the csf leak. The patient has been on oral baclofen and is doing fine.